Event description:
It was reported following a percutaneous transluminal angioplasty (pta) of the left leg, an angio-seal sts plus was selected for use. No pre-deployment angiogram was performed, but mild tortuosity and moderate calcification were noted at the left common femoral artery (cfa) puncture site. The angio-seal was deployed; however, hemostasis was not achieved, and manual compression was applied. An hour later, the puncture site continued to bleed. The bleeding stopped only when tension was applied to the suture; therefore, tension was maintained on the suture while manual compression was applied. The bleeding gradually slowed and hemostasis was achieved about two hours after the angio-seal deployment. The next day, the pt complained of discomfort at the puncture site. An ultrasound detected a stenosis. An angiogram revealed a stenosis from the puncture site to the treatment site (above knee) of the pta performed on the previous day. Another pta was considered, but a bypass surgery was performed out of concern for restenosis of the treatment site. The pt was discharged. The pt was given a larger than normal dose of heparin before the procedure.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.